Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an alarm - error code message. A brand new device shows "check IV set" and both sensors are reading too high voltage. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced intermittent logic board due to check IV set error. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 04jan2021 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device displayed an alarm - error code message. A brand new device shows "check IV set" and both sensors are reading too high voltage. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an alarm - error code message. A brand new device shows "check IV set" and both sensors are reading too high voltage. There was no patient involvement.